Event description:
The dome detached during traction removal. Indwelling period was about 5 months. Medication used was enalapril maleate, teprenone, sodium picosulfate, cimetidine. Vinegar was used once a day. The catheter had been free-floating before the removal.